Event description:
Bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
H.6. Investigation summary bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Medical device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported that bd vacutainer® pst¿ gel and lithium heparinn (lh) 83 units blood collection tubes were clotting after centrifugation. The following information was provided by the initial reporter: "I received a call from sonora quest this afternoon. They were inquiring on the availability of a sodium fluoride microtainer brand tube for lactic acid testing. Unfortunately, our current offering has edta and this will not work for sql. Are there any other options? Again, keep in mind that this is for pediatric testing so small volumes (less than 1ml) are a necessity also, sql has discovered micro clots in our green plasma tubes when they spin them down. They were using the statspin (static) machines for 5 minutes, but have since moved to the hettich swing bucket machines. They are still finding micro clots. It may also be a situation of heat playing a part in this. "